Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic polypectomy of the colon procedure, bleeding occurred after the resection of a polyp in the patient's colon sigmoideum. The bleeding was stopped by application of three unspecified clips. The intended procedure was successfully completed with the same set of equipment and there was no report about a malfunction, adverse event or patient injury during the polypectomy procedure. However, secondary bleeding occurred on the next day which was treated by application of another clip. The patient's hospitalization was prolonged by one day. Nevertheless, she has since been released from the hospital.

Manufacturer narrative:
The esg-100 electrosurgical unit was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc), (B)(4). When the suspect medical device was inspected and tested, it was found to be in good working order and in accordance with its specifications. No abnormality, defect, failure or malfunction was found during the performance tests. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be conclusively determined and is being judged as unknown. However, it can be excluded that it was caused by a malfunction of the esg-100 electrosurgical unit. In general, the occurrence of bleeding during or after a procedure is an expected and foreseeable side effect, clearly identified in labeling and risk assessment with justification of benefit. The case will be closed from olympus side with no further actions, but the reported phenomenon will be recorded for trending and surveillance purposes.